Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported the programmer would not connect with the implant. There was poor communication on the patient programmer. It was mentioned the patient fell several times. Communication was not possible with the implantable neurostimulator recharger (insr) and the patient saw the reposition antenna screen. The last time the patient felt stimulation and successfully charged was in (B)(6) 2015. The reason for not charging was the patient was in rehab. Later, the patient stated she connected with the healthcare provider (hcp) and was going to see them on (B)(6) and there was going to be a manufacturer's representative (rep) there to show how to get hooked up. When talking to the hcp the patient stated they told the patient to charge the machine but the problem was she could not charge. There was a possible overdischarge. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97791, lot # n367935, implanted: (B)(6) 2015, product type accessory; product ID 97754, serial # (B)(6), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient was currently in a rehab facility and has been falling down a lot. Difficulty recharging was reported, further stated as unable to charge. The patient does not use the belt and typically recharges while sitting in a chair. During the report the patient positioned the antenna over the implantable neurostimulator (ins) and attempted a recharge session, reposition antenna screen displayed. Repositioning the antenna did not resolve it. The patient was able to communicate with another external device. The ¿charge ins screen¿ displayed. The patient can readily feel the ins however, it seemed like it was in two pieces. During the report the patient performed the antenna locate feature and attempted a recharge session, this resolved the event. The patient was going to spend time recharging this morning as long as she can and if she has any other issues while recharging, she would call back. No symptoms were reported. The indication for use included spinal pain. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97791, lot# n367935, implanted: (B)(6) 2015, product type: accessory. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information stated the consumer called back requesting assistance with recharging. The patient reported seeing the reposition antenna screen on the insr and charge ins on the patient programmer (pp). It was reviewed to line up the insr antenna and press the start charge key. The patient reported 0 coupling bars darkened. It was reviewed to lower the antenna; the patient reported 2 boxes darkened. The antenna locate (al) feature was reviewed; the patient then reported 6 boxes darkened. This resolved the issue. It was reviewed to keep the antenna in that location and charging ins. Medical history includes spinal pain.